Event description:
It was reported that while in the cath lab, a sheath was inserted via the femoral artery. After insertion, the intra-aortic balloon (iab) was prepped by the chief perfusionist and handed to the md to insert. The balloon began to unwrap while the md was advancing it through the sheath. The md removed the iab and replaced it with another iab with success. There were no reported patient complications.

Manufacturer narrative:
Sample will not be returned for evaluation.